Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which was reproduced. During the evaluation, the upstream sensor had cracks on the upstream sensor tail pins, which have been known to contribute to false upstream occlusion alarms. Cracks in the tail pins of the ultrasonic flex led to a drop in the fluid numbers. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.